Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon informed the field service engineer that he had an inaccuracy during dbs case on (B)(6) 2019. The customer said that he was very surprised of this event because he respected his normal protocol as usually and he cannot know where it comes from. That time, it looks that the "test" electrode is crossing the trajectory planned. Only one trajectory was suspected and trajectory was replanned. The electrode was finally implanted accurately. No clinical consequences reported for the patient.

Event description:
The surgeon informed the field service engineer that he had an inaccuracy during dbs case on (B)(6) 2019. The customer said that he was very surprised of this event because he respected his normal protocol as usually and he cannot know where it comes from. That time, it looks that the "test" electrode is crossing the trajectory planned. Only one trajectory was suspected and trajectory was replanned. The electrode was finally implanted accurately. No clinical consequences reported for the patient.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed and concluded that although a correct rms was found during the marker registration, the verification step was not performed as recommended in the IFU. Only one point was checked on a bone fiducial instead of on the seven recommended landmarks the final CT post-operative exam permitted to confirm an inaccuracy at the entry point for one trajectory. The implant was implanted slightly angled to the trajectory and its tip is on target at the end of the procedure. It is noted that the shape of the implant in the brain also depends of the implant material, the method of implantation and of the patient anatomy. The analysis of the per-operative exams revealed that: - the fusions were not properly adjusted with the adjusting frame. Based on these incorrect fusion, the user took the decision to move the tubes in order to reposition them properly. - after a correct fusion performed at manufacturing site, it was determined that both tubes were positioned accurately at the entry points. Therefore, the device behaved as expected. Analysis showed that the inaccuracy is confirmed.